Event description:
A report was received that stated a pt received a burn after using the product. The written report from the customer stated - "the pt who had the lesion on the lateral aspect of the lower right leg. She was positioned supine on a blue sheet with a gel pad, with her heels on the sheet. At the conclusion of the case, she had 3 raised erythematous areas about 2 cm wide, with the 3 lesions extending over about 8 cm. Looked like hives at the time, but may have been a burn from the bearhugger. They remained very prominent the following day, blistered at 2-3 days, and then became secondarily infected by post-op on day 5. Now getting better with antibiotics.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.